Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion sur gery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004: post procedure diagnosis: esophagogastroduodenoscopy with biopsy. Colonoscopy. Post procedure diagnosis: antral gastritis, biopsies taken from the gastric antrum. Left sided diverticulosis, extremely poor prep in the colonoscopy precluding a good examination. The patient will need a barium enema. Impression: extremely poor examination because of retained stools. Recommendation for outpatient barium enema to complete workup. Grossly however, no large masses were seen on the colonoscopy. Following the colonoscopy, an upper endoscopy was performed with the patient in the left lateral position. Oral bite guard in place, the throat was sprayed with topix to facilitate passage of endoscope and the endoscope was advanced to the second portion of the duodenum with ease. The gastro esophageal junction was noted at 40 cm from the incisors. No erosions, ulcerations or masses were noted in the esophagus, stomach or duodenum. Examination was completed up to the second portion of the duodenum. Punctate hemorrhagic spots with mild erythema were present in the gastric antrum. Biopsies were taken from the gastric antrum. Retroflexion was performed. Air and fluid were suctioned out. The patient tolerated the procedure well and there were no complications associated with the procedure. Final impression after upper endoscopy: gastritis. On (B)(6) 2005: patient presented with the following pre-op diagnosis: cervical spondylosis, c4-5 and c5-6. Procedure: anterior cervical decompression with total diskectomies and bilateral foraminotomies at c4-5 and c5-6. Anterior interbody fusions at c4-5 and c5-6 using structural allograft. Anterior fusion instrumentation c4-c6 (synthes cslp titanium plate). On (B)(6) 2005: patient presented with the following pre-op diagnosis: right c5-6 residual foramen stenosis. Procedure: right posterior c5-6 laminotomy, foraminotomy. On (B)(6) 2006: patient underwent MRI-l- spine. Impression: severe stenosis is present at the l4-5 level secondary to multiple findings. There is a grade 1 spondylolisthesis, there is associated degenerative disc disease and severe facet arthrosis as well as a synovial cyst on the left side as described. Moderate relative neural foraminal stenosis is present at the l5-s1 secondary to facet arthrosis and there is a mild central disc bulge present. On (B)(6) 2006: pre-op diagnosis: lumbar degenerative disc disease. Lumbar disc protrusions. Lumbar radiculitis. Lumbar stenosis. Procedure: posterior lumbar inter body arthrodesis at l4-5 and l5-s1. Bilateral p-cage placement, l4-5, l5-s1. Posterior segmental spinal instrumentation, l4-5, s 1. Posterior arthrodesis, l4-5, l5-s1. Nuvasive neuro monitoring. Morselized local autograft. Morselized allograft. Bmp-2 placement. Pr e-op notes: bilateral partial distal medial facetectomies, laminotomies, and annulotomies were accomplished at l4-5 and l5-s1. Endplates were prepared with the paddle shavers. The cage was filled with bmp-2 sponge. The cages were placed bilaterally at l5-s1. Synthes click'x screws were placed bilaterally at l4, l5, and s1. Patient underwent a single cross-table lateral view of the lower lumbar spine reveals screws in the s1, l5, and l4 vertebral bodies. There appears to be fusion at these levels. The lumbar spine, however, is not well seen and unable to be adequately evaluated. Impression: unable to adequately evaluate the lumbar spine. Follow-up conventional radiographs recommended. On (B)(6) 2006: patient presented with the following pre-op diagnosis: bilateral hip or lower back lipomas. Procedure: excision of bilateral lower back subcutaneous tumors. On (B)(6) 2008: patient underwent CT lumbar spine without contrast. Impression: bilateral lateral recess narrowing at l2-3 level due to central protrusion of the l2-3 disk, short pedicles, and mild facet joint degenerative change. Some flattening of both l3 root sleeves is visible. Focal protrusion of the l3-4 disk into the left neural foramen with some flattening of the left dorsal root ganglion of l3 within the neural foramen. I see no significant impress on the l4 root sleeves. Mild loss of height of the l4 vertebral body. The age of this mild compression is uncertain. There has been fusion of l4-l5 and s1. I see no definite root sleeve impress at these levels. Patient underwent myelogram lumbosacral. Impression: bilateral lateral recess narrowing at l2-3 level due to central protrusion of the l2-3 disk, short pedicles, and mild facet joint degenerative change. Some flattening of both l3 root sleeves is visible. Focal protrusion of the l3-4 disk into the left neural foramen with some flattening of the left dorsal root ganglion of l3 within the neural foramen. I see no significant impress on the l4 root sleeves. Mild loss of height of the l4 vertebral body. The age of this mild compression is uncertain. There has been fusion of l4-l5 and s1. I see no definite root sleeve impress at these levels. On (B)(6) 2008: patient presented for follow up with pain radiating from the left buttock into the lateral thigh over the knee and into the shin. Impression: left l3 radiculitis secondary to lateral recess stenosis at l2-3 and foraminal stenosis at l3-4 above an intact l4-5, s I fusion. On (B)(6) 2008: patient underwent x-ray, chest 2 views pa lateral. Impression: stable chest radiograph without change since 6112/06. No new infiltrates. Postoperative changes of cholecystectomy and anterior cervical spinal fusion. On (B)(6) 2008: patient presented with the following pre-op diagnosis: lumbar stenosis. Recurrent lumbar stenosis. Prior l4-5, l5-s1 posterior lumbar interbody arthrocentesis. Lumbar radiculitis. Painful posterior segmental spinal hardware. Procedure: left l2-3 and l3-4 lateral recess decompression. Left l4-5 revision partial medial facetectomy and foraminotomy. Removal of segmental posterior pedicle screw spinal hardware. Exploration of fusion mass noting a solid posterior arthrocentesis at l4-5 and l5-s1. On (B)(6) 2008: patient underwent MRI lumbar spine with and without contrast. Impression: no specific signs of abscess, discitis, or os teomyelitis. Both subcutaneous and deep fluid-type material is appreciated most compatible with seroma. Sometimes evolving granulation tissue has fluid-like signal. Whether this material is infected cannot be determined with confidence but the appearance and pattern is as expected postoperatively. L2-3; mild to moderate canal stenosis status post left laminotomy and partial facetectomy. Enhancing granulation tissue is present dorsally and to the left of midline probably contributing to the mass effect. If surgery in this area is recent, one might expect an improvement in this appearance over time. L3-4: signs of left laminotomy and partial facetectomy. Slight distortion of the thecal sac is less than the level at l2-3 with both enhancing and non-enhancing material seen within the dorsal and left side of the spinal canal. If surgery in this area were performed during the last eight weeks, I would expect some improvement in the appearance of the thecal sac overtime. Signs of revision of plif at l4-5 and l5-s1. No neural displacement or canal stenosis. On (B)(6) 2008: patient presented with the following pre-op diagnosis: recurrent left buttocks lipoma. Procedure: excision of recurrent lipoma of the left buttocks. On (B)(6) 2010: patient underwent MRI lumbar spine with and without contrast. Impression: very small l2-3 central/right paracentral protrusion mildly deforming the thecal sac. Mild bilateral posterior facet degenerative hypertrophy resulting in very mild central canal stenosis. Mild bilateral foraminal stenosis without neural effacement. Very mild l3-4 disc bulge with mild bilateral foraminal stenosis. No neural effacement. Normal postsurgical changes from posterior and intrabody fixation l4-5 and l5-s1. Mild bilateral foraminal stenosis without neural effacement. Chronic mild superior endplate l4 compression fracture. No acute fracture. On (B)(6) 2010: patient underwent x-ray, 2 views chest pa lateral. Impression: no acute disease seen.

Event description:
It was reported that on (B)(6) 2007, patient underwent three phase bone imaging due to left leg pain. Impression: normal bone scan of the left lower leg.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006, the patient was discharged from hospital. On (B)(6) 2006: patient presented with pre-op diagnosis as bilateral hip or lower back lipomas. For which patient underwent excision of bilateral lower back subcutaneous tumors.

Event description:
It was reported that on, (B)(6) 2006, the patient was discharged from hospital. On (B)(6) 2006: patient presented with pre-op diagnosis as bilateral hip or lower back lipomas. For which patient underwent excision of bilateral lower back subcutaneous tumors. On (B)(6) 2008: the patient underwent ultrasound of both breasts due to palpable lump. Impression: benign. On (B)(6) 2009: the patient presented for evaluation of lesions on arms and hands. On (B)(6) 2009: the patient presented for evaluation of "aks" treated last time and brown spots on arms and legs. On (B)(6) 2009: the patient presented for evaluation of a scaly lesion(s). On (B)(6) 2009: the patient underwent "walters procedure."

Event description:
It was reported that on : (B)(6) 2006 as per billing record the patient was presented for office visit with urinary tract infection. On (B)(6) 2007: the patient presented for an office visit and underwent neurological examination. Impression: disequilibrium: may be due to a chronic peripheral vastibulopathy. Cognitive impairment: most likely secondary to concentration difficulty due to underlying chronic pain issues. On (B)(6) 2008 as per billing record the patient was presented for office visit with epistaxis. On (B)(6) 2008 the patient was presented for office visit with urinary tract infection. The underwent urine culture. On (B)(6) 2009 the patient was presented for office visit with pain in joint, forearm and sprain in the wrist. The patient underwent x ray of the wrist. On (B)(6) 2009 as per billing record the patient was presented for office visit with pain in joint, ankle and foot. The patient underwent x ray of the ankle. On (B)(6) 2010 as per billing record the patient was presented for office visit with symptoms involving digestive system and constipations. The patient also underwent colonoscopy.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 complains of some persistent bumps in the gluteal area. On (B)(6) 2006: the patient presented with bumps on butt. The patient complained of pain in butt area. Ros: joint pain, depression, anxiety, mood swings. Assessment: probable lipoma. On (B)(6) 2006: patient presented for a follow-up. The patient complained of pain in distal to the incisions. She said it is numb but it hurts. Assessment: patient is doing well post the excision of bilateral buttock lipomas. On (B)(6) 2006: patient presented for a follow-up visit and is doing well. On (B)(6) 2006 : patient presented for follow-up visit for her shoulder and post status l4-5, l5-s1 posterior lumbar interbody arthrodesis. Impression: early degenerative changes of both knees and doing well status post l4-5, l5-s1 plif. On (B)(6) 2006: patient was diagnosed with right wrist and forearm pain. Patient underwent x-ray, physical exam and review of systems. Impression: clinically. I do not believe this patient has carpal tunnel syndrome. On (B)(6) 2006: patient presented with a follow-up visit. Impression: bilateral patellofemoral chondromalacia, early arthritis, as well as medial compartment arthritis. No signs of meniscal tear on exam or by history. On (B)(6) 2006: patient presented for an office visit due to pain and underwent a physical exam. Assessment: bilateral knee osteoarthritis grade ii, medial and patellofemoral. On (B)(6) 2006: patient presented for a follow-up visit. On (B)(6) 2006: patient underwent MRI of right shoulder. Impression: moderate supraspinatus tendinopathy, with edema and thickening of the tendon, but no discrete tear. Resorption, fragmentation, and marrow edema of the distal clavicle are noted, with acromioclavicular joint effusion and surrounding capsular thickening and edema. There is also mild cortical irregularity of the undersurface of the distal acromion. Given the history or prior trauma, findings in the distal clavicle could represent posttraumatic osteolysis. Similar findings could also be seen with neuropathic joint. Rheumatoid arthritis seems less likely, given the fact that there is no involvement of the glenohumeral joint. Infection is less likely, since there is no obvious adjacent abscess or sinus tract. Please correlate clinically. Mild subacromial bursitis. Trace glenohumeral joint effusion. On (B)(6) 2006: patient presented with a complaint of bilateral hand and wrist pain and numbness. Patient underwent physical exam and electrodiagnostic evaluation. Impression: moderate median neuropathy at the wrist bilaterally without ongoing denervation. There is no electrodiagnostic evidence of a cervical radiculopathy, plexopathy or peripheral polyneuropathy on today's study. Patient also follows up for her l4-5, l5-s1 posterior lumbar interbody arthrodesis. Impression: ground level fall with some in creased back/lumbar spine pain six months status post posterior arthrodesis and symptomatic retained battery pack. On (B)(6) 2007: patient underwent procedure: removal of battery pack and electrical leads due to painful retained bone stimulator battery pack. Findings: there is no evidence of complication. The battery pack was removed with its two leads. The deep wires were of course maintained. On (B)(6) 2007: patient presented with a follow-up visit for her battery pack removal and complains of pain over the lateral gluteal area and greater trochanteric areas. Impression: greater trochanteric bursitis status post recent outpatient battery pack removal from the low back. On (B)(6) 2007: patient presented with pre-op diagnosis: painful retained bone stimulator battery pack. For which patient underwent removal of battery pack and electrical leads. On (B)(6) 2007: patient presented with pre-op diagnosis: carpal tunnel syndrome, right wrist. For which patient underwent carpal tunnel decompression. On (B)(6) 2007: patient presented for follow up of hyalgan injections in the right knee (B)(6) 2006 with supartz at the same time on the left. The hyalgan worked on the right it seems, but the supartz did not work on the left. Previously, her knee pain was about similar. Assessment: bilateral knee osteoarthritis, particularly at the patellofemoral joint lateral facets, currently additionally left shin pain, suspect osteoporosis, rule out stress fracture of the tib/fib. On (B)(6) 2007: patient presented for a follow-up visit due to her hip. On (B)(6) 2007:patient underwent MRI of left hip. Impression: mild bilateral hip oa is appreciated. Marked insertional tendinopathy is noted along the left gluteus medius and minimus tendons, with an insertional tear noted at the gluteus medius. Left peritrochanteric bursitis is identified. Mild insertional tendinopathy affects the right gluteus medius and minimus tendons as well. On (B)(6) 2007: patient presented for a follow-up of her shoulder and hip. She also has had carpal tunnel and has carnal tunnel on the left side. The right side was decompressed. On (B)(6) 2007: patient presented with a carpal tunnel syndrome in her left wrist. On (B)(6) 2008: patient presented for a follow up of right knee arthritis last treated with hyalgan (B)(6) 2007 and underwent a physical exam. Impression: right knee osteoarthritis, patellofemoral, grade 3. On (B)(6) 2008: patient presented for follow-up visit post l4-5, l5-s1 posterior lumbar interbody arthrodesis performed on (B)(6) 2006. Impression: right l5 radiculitis and possible proximal lumbar radiculitis with an exuberant fusion mass. On (B)(6) 2008: patient presented with a physical examination. Patient was also injected with visco injections in the right knee. On (B)(6) 2008: patient presented with a physical examination. Patient was also injected with visco injections in the right knee. On (B)(6) 2008: patient presented with complaint of pain radiating from the left buttock into the lateral thigh, over the knee and into the skin. Patient described it excruciating. Impression: left l3 radiculitis secondary to lateral recess stenosis at l2-3 and foraminal stenosis at l3-4 above an intact l4-5, l5-s1 fusion. On (B)(6) 2008: patient got discharged with diagnoses: lumbar stenosis. L4-5 degenerative spondylolisthesis, treated with two level posterior lumbar interbody fusions in 2006. Lumbar degenerative disease. On (B)(6) 2008: on same day patient underwent an examination. Impressions: increased left groin pain and thigh pain status post lumbar hardware removal and revision decompression. On (B)(6) 2008: patient presented for follow-up visit due to left gluteal area pain and underwent an MRI. Impression: pain from recent lumbar decompression combined with a lipoma. On (B)(6) 2008: patient presented for follow-up visit post hardware removal and proximal decompression and back, neck pain. Impression: neck pain, back pain with tenderness to superficial touch. On (B)(6) 2008: patient underwent MRI of pelvic with <(>&<)> without contrast. Impression: there is a fluid collection in the subcutaneous location of the left buttocks that is felt to be most likely related to a small postoperative seroma. It does not appear to be infected but an aspiration could be useful in assessing the exact etiology. Scar formation in the surgical site of the right buttocks is noted without a discrete fluid collection. There is evidence of osteoarthritis of both hips and evidence of femoral acetabular impingement and labral tears. Previous surgery has been performed in the lower back and there is evidence of muscular atrophy and what is most likely representative of chronic myositis. On (B)(6) 2008: patient presented for a follow-up visit due to pain in left buttock , lateral left hip and left groin. Impressions: early left hip degenerative changes. On (B)(6) 2008: patient presented for a follow-up visit of left hip. On (B)(6) 2008: patient presented with pain while walking, or while laying on side. Patient presented with physical exam, x-rays. Impressions: left hip and right hi femoral acetabular impingement. On (B)(6) 2009: patient underwent a procedure: arthrogram of the left hip joint using fluoroscopy due to left hip pain. No patient complications were reported. Patient underwent MRI arthrogram of left hip. Impression: tiny 2 to 3 mm area of contrast material penetrates under a portion of the antero-superior labrum, suspicious for a tiny acetabular labral tear. Mild developmental osseous protuberance of the anterior cortex of the left femur at the femoral head-neck junction. This finding can predispose the patient to cam-type femoro-acetabular impingement. An oblong 7 mm area of t2 hyperintense signal is noted in the anterior left femur near the head-neck junction. The location suggests a conversion defect (herniation pit). On (B)(6) 2009: patient presented for a follow-up visit due to severe pain in left hip. On (B)(6) 2009: patient presented with pre-op diagnosis: left hip femoral acetabular impingement, cam type. For which patient underwent following procedures: left hip arthroscopy for chondroplasty acetabulum. Femoral neck osteoplasty for decompression of cam lesion and removal of interosseous impingement cyst. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2009: patient presented for a follow-up visit. On (B)(6) 2009: patient presented for follow-up visit for left hip. Impressions: left hip bursitis, possible stress injury to the femoral neck. On (B)(6) 2009: patient presented with pre-op diagnosis: left carpal tunnel syndrome. For which patient underwent carpal tunnel release. On (B)(6) 2009: patient underwent MRI of left hip. Impression: abnormality involving the anterolateral aspect of the left femoral head: this is most likely an area of cortical depression secondary to a fracture rather than a subcortical cystic lesion. It may be reasonable to consider obtaining a CT examination which would help better differentiate between the two possibilities. Anterior superior labral quadrant: small labral tear. On (B)(6) 2009: patient presented for follow-up visit post left hip decompression procedure. Impressions: left hip cyst removal with possible recurrent back pain. On (B)(6) 2009: patient presented for a follow-up visit due to severe pain over the left buttock area. Impressions: left gluteal pain after a fall. On (B)(6) 2010: patient presented with a physical examination. Impressions: history of l2-3/l3-4 decompression and hardware removal at l4-5 and l5-s1. Right posterior pelvic pain, and pain in the right lateral hip region. Right trochanteric bursitis. Right groin pain with possible intra-articular hip etiology. On (B)(6) 2010: patient presented for a follow-up visit post l4-5, s1 plif and subsequent pedicle screw hardware removal of left-sided l2-3, l3-4 decompressions. Impressions: lumbar stenosis at the l2-3 level resulting in bilateral radicular symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2007: patient underwent x-ray of cervical spine due to cervical spondylosis without myelopathy. Impression: postoperative changes of cervical fusion noted with an appropriate postoperative appearance. Uncovertebral joint hypertrophy resulting in foraminal impingement at c5-c6 bilaterally. On (B)(6) 2007: patient presented with following pre-op diagnosis: neck pain with cervical facet arthropathy. Right shoulder pain, status post arthroscopic surgery. Neck pain radiating into both arms, right greater than left, status post c4 through c6 anterior cervical fusion. Patient underwent following procedures: right shoulder injection. Bilateral c3, c4 and c5 medial branch supraspinatous trigger point injections. Patient tolerated the procedure well. On (B)(6) 2007: patient underwent MRI of cervical spine without contrast due to neck pain, headaches and right arm and shoulder pain. Impression: interval anterior spinal fusion from c4 to c6. There is solid fusion at c4-5 but solid fusion is not seen at c5-6. Bilateral neural foraminal narrowing, left greater than right at c5-6 related to bilateral disc osteophyte complexes. Patient underwent mr arthrogram of right shoulder due to arm and neck pain. Impression: interval subacromial decompression, mild supraspinous tendinopathy without rotator cuff tear, increased signal within the intra-articular portion of the tendon of the long head of the biceps is likely related to contrast injection and not a pathologic finding. On (B)(6) 2007: patient presented with following pre-op diagnosis: neck pain with right c6 radiculopathy. Neck pain, status post cervical decompression and fusion. Patient underwent cervical epidural steroid injection. Patient tolerated the procedure well. On (B)(6) 2009: patient present for office visit for cervical pain, shoulder pain, pain radiating into bilateral upper extremity. Patient has some constipation and occasional urinary incontinence. Impression: chronic cervical pain status post fusion, chronic right shoulder pain status post decompression arthroscopic, lower back pain status post fusion. On (B)(6) 2009: patient presented to pain clinic with complaint of increased cervical pain causing increased spasms along the area. Impression: chronic shoulder pain status post decompression, chronic cervical pain status post fusion exacerbated with spasms. On (B)(6) 2009: patient presented to pain clinic for chronic cervical pain, shoulder pain which has recently been exacerbated. Patient is currently using a walker for ambulation which is putting more strain on her upper extremities neck and shoulder area. Impression: chronic cervical pain status post fusion, exacerbation due to walker. Chronic shoulder pain status post decompression. On (B)(6) 2009: patient presented for office visit for chronic cervical pain, shoulder pain. Impression: chronic cervical pain status post fusion, chronic shoulder pain right side greater than left status post decompression. On (B)(6) 2009: patient reports ongoing constant neck and shoulder pain with pain radiating into the right arm, forearm and right thumb. Neck pain is associated with spasming in the right trazepius right cervical paravertebrals. Cervical spine MRI shows broad based disc bulge at c3-4. There is anterior cervical fusion from c4-c6. There is apparently solid bony fusion at c4-5. There is no significant central or foraminal stenosis from the c4-c6 levels. Mr arthrogram of the right shoulder shows there has been prior distal clavicle resection as well as a subacromial decompression. There are no partial tears of the rotator cuff. There is very mild tendonopathy of the distal supraspinous tendon. Impression: neck pain with cervical herniated discs, cervical facet arthropathy status post anterior c4-c6 fusion. Right shoulder impingement syndrome status post arthroscopic decompression. On (B)(6) 2009, (B)(6) 2010 the patient presented for office visit with chronic right shoulder pain and cervical pain. The patient described pain along the cervical area with increased spasms and tightness. The patient also reported headaches associated with photophobia, phonophobia and mild nausea. Impression: chronic right shoulder pain with shoulder impingement syndrome. Chronic cervical pain status post fusion with history of herniated disc. Exacerbated due to spasms. Depression.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, the patient underwent fusion of lumbar spine at levels l4-s1 using rhbmp-2/acs from a posterior approach. Post-op, the patient suffered progressively worsening pain in her lower back radiating into her left buttock and left leg.